Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f349 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot f349 for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. A photograph analysis was conducted for this complaint. The photographs provided show the centrifuge bowl broken into pieces in the centrifuge chamber verifying the centrifuge bowl leak/break. The upper bearing is not in the drive tube bearing retainer clip, and the lower drive tube bearing has broken into pieces. The inner race of the lower drive tube bearing had migrated up the length of the drive tube to the upper bearing. The drive tube component of the kit is still intact indicating that the centrifuge bowl break was likely unrelated to the drive tube component. A material trace of the bowl assembly and its components used to build lot f349 found no related nonconformances. The device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl leak/break could not be determined based on the complaint description and customer provided photographs. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated at approximately 215 ml whole blood processed the centrifuge bowl broke. The customer stated no alarms were received prior to the bowl break. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned photographs for investigation.